Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited myopotentials oversensing. No intervention was performed. The patient condition was unknown.